Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:06 during biomedical service. Device evaluation determined that this condition interrupted delivery. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:06, and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. The device has not been previously serviced for the condition of failure code 808:06. A follow up report will be submitted if additional information becomes available.